Event description:
The account reported a platelet impedance count (pic) of 5000/ul on a neonate sample. The cd4000 also gave a platelet optical count (poc) of 100,000/ul which was not reported. The pt was given a platelet transfusion due to the low platelet result reported. A follow up sample showed a high platelet count. The account repeated the original sample and obtained a platelet count of 120,000/ul. The account stated that the pt did not suffer any adverse consequences as a result of the platelet transfusion. The account was unable to provide further info.